Event description:
ICD alert for rv bipolar lead impedance warning of 1026 ohms on 16-nov-2020. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).